Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(4). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hbsag ii results from the cobas pure e 402 analytical unit. The initial results were weakly positive, but upon repeat testing, the results were negative. On (B)(6) 2025: example 1 initial result was 5.23 coi (reactive), and the repeat result was negative/non-reactive. No specific repeat result was provided. On (B)(6) 2025: example 2 initial result was 1.37 coi (reactive), and the repeat result was 0.531 coi (non-reactive). On (B)(6) 2025: example 3 initial result was 0.968 coi (borderline), and the repeat result was 1.73 coi (non-reactive). On (B)(6) 2025: example 4 initial result was 0.998 coi (borderline), and the repeat result was 0.441 coi (non-reactive).

Manufacturer narrative:
The investigation did not identify a product problem. The customer did not follow the instructions stated in product labeling: all initially reactive or borderline samples should be reassayed in duplicate using the elecsys hbsag ii immunoassay. Repeatedly reactive samples must be confirmed using an independent neutralization test (elecsys hbsag confirmatory test or elecsys hbsag ii auto confirm). Samples confirmed by neutralization with anti-hbs are regarded as positive for hbsag.